Event description:
Patient presented on (B)(6) 2012 with 2-4 month history of blurry vision of left eye. She has no complaints of blurred vision of her right eye. She had bilateral lasik on (B)(6) 2008. Best corrected visual acuity (bcva) right eye (od) is 20/20-2. Bcva left eye (os) is 20/40 as of (B)(6) 2012. Orb scan on (B)(6) 2012 shows inferior steeping of left eye and right eye. Left eye appears worse than right eye. Diagnosis: ectasia/keratoconus of left eye. Suspicious for some condition of right eye. Diagnosis discussed in detail with patient on (B)(6) 2012. Pre-op best corrected visual acuity (bcva): od 20/20 os 20/20. Post-op best corrected visual acuity (bcva): od 20/20 os 20/20 [(B)(6) 2008]. Pre-op uncorrected visual acuity (ucva): od 20/200 os 20/200. Post-op best corrected visual acuity (bcva): od 20/20-2 os 20/40 [(B)(6) 2012].

Manufacturer narrative:
Ectasia and keratoconus. On (B)(4) 2012, a field service specialist (fss) visited site after the event and evaluated the equipment. Fss performed quarterly preventative maintenance. System was tested and met abbott medical optics (amo) specifications. Note: all pertinent information available to abbott medical optics (amo) at the time of this report has been submitted.